Manufacturer narrative:
The relevant sections of the device history records for the lvad, serial number (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2019 via order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications.

Manufacturer narrative:
The date of implant was not given. The approximate age of the device from the date of manufacture to the date of the event is 11 months. A correlation between the device and the report of sepsis and death could not be conclusively determined. Sepsis and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was expired due to sepsis that was related to the device and/or therapy. The date of onset of the infection was (B)(6) 2019. The patient presented with low partial pressure of oxygen, high partial pressure of carbon dioxide, and respiratory distress. The patient was treated with antibiotics. The device reportedly operated as expected. No further information was provided.